Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4) and concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was noticed that the cuff was measured too large. There were no further patient complications reported.